Event description:
It was reported that post-op, the pt is having an autoimmune response after implant of titanium implants. The pt reportedly is hypersensitive to chromium and nickel. No medical intervention has been reported.

Manufacturer narrative:
(B) (4). The devices have not been returned to medtronic for eval. Unable to determine cause of the event.